Event description:
It was reported to boston scientific/target that the spinaker catheter was broken at 5.0 distal to the shaft. The catheter was flushed with 2.5-cc syringe. Upon analysis on may 2nd 2001 it was found that the catheter had been ruptured at the distal section, therefore the complaint became an MDR.